Event description:
It was reported that: "nurse opened package and notice discoloration on inner tray."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.